Event description:
During a hip arthroscopy, it was reported that while the was burr being used in a patient, the metal shavings were coming off into the hip. The shavings were removed and completed with the backup device on hand. There was a fifteen minute time delay.

Manufacturer narrative:
(B)(4): a review of the device history records were performed which confirmed no inconsistencies (method code 3317). One used burr was returned for evaluation. Also returned was one short sheath a complaint analysis of the single-use dyonics straight burr product line has been submitted. The company will continue to analyze additional complaints as they are reported. (B)(4).